Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms can be confirmed by the onsite evaluation by an abbott representative. However, a specific cause for the alarms cannot be conclusively determined through this evaluation as there was no conclusive indication from the computed tomography (CT) scans that there was a malposition. Examination of the submitted computed tomography (CT) scans show no conclusive indication that there was a partial malposition of the inflow cannula. The patient remained ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2020. The heartmate 3 lvas IFU is currently available. The section entitled ¿system monitor¿ explains that the low flow hazard alarm is triggered when pump flow is less than 2.5 lpm, the pump has stopped, the pump is not operating properly, or the driveline is disconnected from the system controller. Changes in patient conditions can result in low flow, such as hypertension. The section entitled ¿alarms and troubleshooting¿ explains all system alarms and the recommended actions associated with them. Section 5 "surgical procedures" provides instructions on how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a partial malposition of inflow cannula, and low flows alarmed for a short time when there was a change in body position. A low flow software was performed which resolved the alarms. The patient was stable at home with mild long-term fluctuating vertigo but feeling good. The plan of care was to optimize diameter of left ventricle (around 50mm) through antihypertensives and diuretics.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.